Event description:
The surgeon reported that during a right frontal sinus balloon sinuplasty procedure, which also involved the use of a microshaver and other implements, he attempted to pre-dilate the outflow track and observed pulsations on the soft tissue surrounding the balloon. He reported that the pulsations were from exposed dura overlaying the frontal lobe of the brain. There was no cerebrospinal fluid leakage seen. The surgeon covered the exposed dura with a bone graft and surgicel was used to over the bone graft. The pt was discharged on the same day with antibiotic use, which was said to be routine for all sinus surgical cases. The pt reportedly had no complaints during the f/u visit.

Manufacturer narrative:
Acclarent f/u on this report to gather add'l info. The surgeon indicated that he believed the breech of the covering of the brain could have occurred from the use of the curettes, microshaver, or the balloon being advanced up against the bony region surrounding the frontal outflow, or the balloon dilation itself. He also stated that all of the acclarent devices performed as expected and had no difficulty with any of the acclarent devices. The subject device of this report was not returned for eval, and its whereabouts are unk. No other devices were returned for eval from the user facility. As part of the investigation into this report, production records were reviewed and no deviations were noted that would likely cause or contribute to the reported event. The cause of the reported event could not be conclusively determined. User handling and/or use of other devices during the procedure could not be excluded as contributory factors to this report. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.